Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating rv lead was explanted due to high capture threshold.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.